Manufacturer narrative:
Further communication with the customer identified that the fall resulted in a head injury. As a result, this record has been updated to reflect the injury.

Event description:
It was reported that the patient attempted to exit the bed while experiencing a cardiopulmonary arrest and fell with the bed failing to alarm. The patient reportedly sustained a head injury, though further details regarding treatment were not provided.